Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise causing inappropriate mode switch, high impedance, and intermittent capture thresholds. No intervention was performed. The patient was in stable condition.